Event description:
The manufacturer's representative reported that during a stage I interstim implant, part of the stylet broke off in the patient and the physician did not retrieve it. The procedure was completed and the patient complained of lower back pain some time afterward. Attempts to follow-up with the hcp have been unsuccessful.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.